Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 24, 2022.

Manufacturer narrative:
This report is submitted on february 14, 2022.

Event description:
Per the clinic, the patient experienced infection and skin breakdown at the implant site post-operative (specific date not reported). Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.